Manufacturer narrative:
Investigation identified excessive glue that restricted movement. The excessive glue was cleaned and the unit was confirmed to operate without issues.

Event description:
User reported that the pump would not spin despite the software showing nonzero rpm. There was no patient involvement and thus no patient harm; however, this type of event is considered reportable by spectrum medical.